Event description:
Info received indicates that pump is not feeding. Customer was not able to provide any add'l info when asked about what was stopping the feeding.

Manufacturer narrative:
Pump was tested for accuracy using water. Pump delivered amount within spec (+/- 5%). All alarms have been checked and worked properly. Complaint could not be confirmed.